Event description:
It was reported that the right ventricular lead was fractured, and the physician believed this fracture was due to the way the lead was implanted ("jugular approach"). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.